Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007; 429878 lead implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion due to the lv thresholds. Both products explanted and replaced. The patient is a participant in the (B)(6) trial clinical and post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.